Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the material remained in the forceps channel. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: the angle wires were stretched, angulation control knob feels too loose, distal end defects (including lens and cover), defects of adhesive, irregularities in appearance of the adhesive on the bending section, crack of adhesive on a-rubber olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The protein brush was the foreign material and was lodged in the scope. There was no delay to precleaning the scope, the scope was brushed with a cloth and the scope was already reprocessed when using the protein brush. The protein brush became lodged during the test. There were no concerns with the reprocessing process. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a protein brush was stuck in the distal end of the evis exera iii gastrointestinal videoscope. There were no reports of patient or user harm associated with this event.